Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the microscope had a loose head. A company representative worked with the customer on how to tighten the microscope head.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The tss assisted the customer on tightening the microscope bolt to resolve the issue. The facility did not request service. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The operator¿s manual provides instructions that the user should verify the mechanical security of the console prior to use. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).